Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. After additional microbiological testing in all channels, the amount of bacteria detected was below the action level, and the result was in accordance with french regulations. Upon return to the service center, there were no repair items in the equipment as a result of the inspection. Based on the results of the investigation, it is impossible to determine the relationship between the device and the culture positive event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive (all channels), show the presence of microorganism (6 cfu/100ml), absence of indicator germ. The olympus (B)(4) hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) shows a non conform result to (B)(6) regulation . Bacteria gram positive (bacilles), micrococcaceae detected at 2 cfu/endoscope, 2 cfu/100 ml. The olympus (B)(4) will reprocess the endoscope and will perform a new sampling (results has not yet been received for evaluation). Below are information on customers cds checklist: cds: paa_manual treatment wip anios, salvanios-the detergent used for cleaning anioxyde 1000- the disinfectant used for disinfection. Aer treatment type- soluscope. Brush: unique medi scrub storage - armoire cabinet/ horizontal investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.